Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter break occurred. The target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter broke in the rca. Snaring was then performed and the broken portion of the device was then retrieved. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactilely inspected. Inspection revealed a complete separation at the collar, the polytetrafluoroethylene(ptfe) fully removed from the collar, the tip flattened, and the entire shaft flattened with numerous kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a catheter break occurred. The target lesion was located in the right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter broke in the rca. Snaring was then performed and the broken portion of the device was then retrieved. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status post-procedure was stable.